Event description:
On 29/apr/2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they were hospitalized with peritonitis and required a blood transfusion. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with klebsiella pneumoniae in the culture and a wbc count greater than 1000/mm3 (exact count not conducted). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained that the patient does not have a clean area in her home to perform pd and has been observed not washing hands during pd setup and therapy. The patient was prescribed vancomycin and piperacillin/tazobactam (routes, dosages, frequency, and durations unknown) to address the infection while hospitalized. These two antibiotics were discontinued upon discharge as the patient was prescribed intraperitoneal meropenem at 1000 mg daily for two weeks by the outpatient clinic. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference for renal replacement therapy in the admitting facility. The patient also underwent a blood transfusion to address a gastrointestinal (gi) bleed due to unrelated comorbidities. It was affirmed the patient¿s gi bleed, and the subsequent blood transfusion were unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient had an uneventful hospital course and she was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they were hospitalized with peritonitis and required a blood transfusion. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with klebsiella pneumoniae in the culture and a wbc count greater than 1000/mm3 (exact count not conducted). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained that the patient does not have a clean area in her home to perform pd and has been observed not washing hands during pd setup and therapy. The patient was prescribed vancomycin and piperacillin/tazobactam (routes, dosages, frequency, and durations unknown) to address the infection while hospitalized. These two antibiotics were discontinued upon discharge as the patient was prescribed intraperitoneal meropenem at 1000 mg daily for two weeks by the outpatient clinic. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference for renal replacement therapy in the admitting facility. The patient also underwent a blood transfusion to address a gastrointestinal (gi) bleed due to unrelated comorbidities. It was affirmed the patient¿s gi bleed, and the subsequent blood transfusion were unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient had an uneventful hospital course and she was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge.